Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator is not maintaining pressure. There was no harm or injury reported. The ventilator has not been returned to the manufacturer for evaluation at this time. . At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.